Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The data presented in this literature reported, after a submucosal lingualplasty with an evac 70. The infections and wound dehiscence were reported to heal by secondary intention. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: submucosal lingualplasty for adult obstructive sleep apnea doi: 10.1177/0194599812461750.

Event description:
It was reported that on literature review, "submucosal lingualplasty for adult obstructive sleep apnea", after a submucosal lingualplasty with an evac 70 wand, five patients had a dry throat/mouth, lumpy swollen tongue, phlegm buildup, infection, sore tongue, snoring and wasting of one side of tongue. The infections and wound dehiscence were reported to heal by secondary intention. No further information is available.